Event description:
A pcaii pump ws reported to overinfuse morphine. The pt had been using this pump for 4 days previous, in the continuous mode, at a rate of 6 mg/hr, and 8 mg/hr, and 10mg/hr. In 2001 at 9:14pm, the pump was programmed and started in the basal/pca mode as: concentration 1 mg/ml, pca dose 3.3 mg, delay 20 minutes, and 1-hr. Limit 9.9 mg. The pt did not have a pca button. At approx 10:15pm, the pt expired (the pt was a dnr pt). The original report was that 33.6 mg infused in 1 hr.